Event description:
It was reported that the right lead had impedances on channels 4-7 of >40000 (out of range). The left lead had impedances on channels 0-3 of 885, 729, 747, and 691 ohms, respectively. An adaptor was used for channels 0-7 and channels 8-15 were plugged. The right lead was removed from the adaptor and re-inserted with no changes in impedances. The therapy could not be tested as the patient was still in the operating room but the patient was "closed." Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3389s-40, lot# v063959, implanted: (B)(6) 2007, product type: lead. (B)(4).